Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 700s mg/dl and multiple boluses were delivered via the pump to address the bg level. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip and intravenous saline. The customer thought that the insulin vial may have been exposed to extreme heat while in a bag and after loading the insulin into the pump, the customer experienced the dka. When the customer's pump had been removed at the hospital it was kept running and as a result, the cartridge was empty and a pump system check could not be performed. The customer was still hospitalized at the time of the report and was to change out the pump supplies. Multiple attempts were made to confirm the customer's discharge date and to confirm the pump was operating as expected; however, the customer did not reply to the requests.